Event description:
It was reported that the patient experience pain with a possible mild swelling at the ipg pocket site. It was also noted that the patient had frequent overstimulation and undesired sensation with the stimulation. The patient underwent explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.